Manufacturer narrative:
This follow-up MDR is being submitted to note that the initial MDR was delivered under incorrect manufacturer report number 2112667-2014-00035 on 03/11/2014. An initial MDR was sent 02/06/2015 under the correct manufacturer report number 9710602-2015-00002.

Event description:
During a preoperative checkout of the equipment, the hospital reported the unit alarmed 'check flow sensors.' It was further noted there was no reading for tidal volume on the display.

Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 2112667-2013-00005. A ge healthcare service representative performed a checkout of the equipment and noted that the inhalation and exhalation flow sensor diaphragms were stuck open. The unit will continue to alarm until the flow sensor is replaced. Manual mode of ventilation is available to maintain ventilation of the patient. Flow sensors of this type are customer replaceable, are recommended for replacement after 3 months, and are warranted for 6 months. The maintenance schedule in the user reference manual states: "replace the disposable flow sensor (plastic). Under typical use, the sensor meets specifications for a minimum of 3 months." In engineering evaluation, the stuck diaphragm has been able to be reproduced by: a hard impact, such as dropping the flow sensor, or by sticking an object into the flow sensor, causing the diaphragm to stick open. If a sensor is subjected to a hard impact, it is still unlikely that the diaphragm will get stuck in the open position. This failure mode requires an impact in a very limited orientation to result in the inertia needed to force the diaphragm into the stuck open position.